Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear fluid leak in the tray at the bottom of the coulter lh 750 slidemaker. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that quick disconnect (qd) 2 from the main fluidic module was leaking. The fse replaced qd2 and vacuum sensor 3. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).